Event description:
While attempting to torque scimed fr4 to place it in the right coronary artery, the catheter snapped into two pieces with approx 8-12 inches of the 10 cm catheter outside the pt and the remaining retained. Snare attempts were unsuccessful. An arteriotomy in the common iliac was required to remove.